Event description:
It was reported that the patient presented to the hospital for an implantable cardioverter-defibrillator (ICD) implantation procedure. During the procedure, high pacing impedance was noted on the ICD. The issue was determined to be due to the header of the ICD. Despite multiple attempts, the ICD was not used, and the physician elected to complete the procedure with a different ICD. The patient¿s condition remained stable.

Manufacturer narrative:
The reported event of high defib impedance was not confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Electrical testing was performed, and no anomalies were noted. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.